Event description:
User experiencing discrepant creatinine results. The following examples were provided: initial 2.2 mg/dl, repeat 1.0 mg/dl; initial 1.4 mg/dl, repeat 0.3 mg/dl. Initial results were not reported. The field service representative determined the gear pump was defective. The instrument was repaired.